Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was reported that the patient had not charged their implantable neurostimulator (ins) in at least over a month prior to the report and that the device had not worked in years. The patient mentioned that her device had shocked her in her back. It was so bad that it felt like the shocking was coming through her feet and that is why the ins had been off for years. An MRI was needed, and the MRI technicians wanted to put her device into MRI mode, but the patient was not able to since the ins was possibly overdischarged. It the healthcare professional (hcp) told the patient that everything was fine, and the ins sometimes gives a shock. The first time the ins shocked the patient was about six months to a year after it was implanted. In the end, the patient was redirected to follow-up with their hcp to page a manufacturer representative (rep) for the possible overdischarge and/or to fill out the MRI edibility form. It was later mentioned that the patient has had two other overdischarges in the past and a rep intended to meet with the patient to perform a physician mode recharge (pmr). There were no further complications reported or anticipated.